Manufacturer narrative:
(B)(4). The investigation revealed that this issue was the result of an inadvertent error by the service tech and not a product problem.

Event description:
The customer reported that the collimator fell down and there was no pt involvement.